Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. However, the customer was asked to adjust the alarms, which seemed to resolve the issue but caused the unit to have a whining sound. Advised the customer to run through the calibrations so that any failures could be seen in logs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista1000 us was having a high positive end-expiratory pressure (peep) and occlusion alarms were constantly going off. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to confirm the issue as no logs were provided by the customer, so the case was closed and no work order was initiated. The root cause of the failure was not determined.